Manufacturer narrative:
This report is submitted on march 8, 2024.

Event description:
Per the clinic, the patient developed a post-operative infection at implant site on (B)(6) 2023 (exact date unknown). The patient was treated with oral antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2024, and it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.